Manufacturer narrative:
We evaluated the subject instrument and confirmed that a piece of the ceramic beak was broken off; the remaining beak is burned at the distal end of the broken area. We believe the breakage was due to excessive mechanical force.

Event description:
Allegedly, during a turp procedure the doctor noted that a piece of the ceramic beak broke off the instrument and fell into the patient. The piece was immediately flushed out when the outer sheath was removed from patient. The procedure was completed with another instrument set and the hospital reported there was no injury to the patient.